Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two scratches were observed on the side of the haptics of the intraocular lens (iol) during the irrigation aspiration (ia) step. During the insertion, the lens was released, but the haptics had become stuck. The decision was made not to exchange the lens due to the scratches being located on the side of the haptics. The procedure was completed without any changes. There was no injury to the patient and no additional information was received.